Event description:
It was reported that it was difficult to recapture/remove the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx closure device and delivery system (wds) were selected for use. The transeptal puncture was performed, and the closure device was deployed. The physician noted that there was not good access in the laa as the closure device had opened canted. After multiple recaptures and redeployment, the physician could not get good a position. The puncture site was reviewed, and it was noted that the access was high posterior. The physician decided to puncture the septum again in a lower posterior position for better access to the laa. The closure device was retracted from the sheath with some difficulty as it was noted to be not very smooth. The physician decided to take new 24mm closure device with a new single curve access system to have better alignment. The procedure was successfully completed with the new device. There were no patient complications or consequences that occurred as a result of this event.